Event description:
A representative from distribution reported that, during the surgery done in (B)(6) hospital, while tightening the tibia, the instrument has been broken. Surgery continued by manually holding the broken instrument. No adverse event has happened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Device evaluation and results: a material analysis has been performed. The report concluded: the screw shaft fractured due to overload in torsion caused by the application of left-handed rotation. Left-handed rotation is consistent with the loosening of this screw. Evaluation confirmed that the screw was already in its fully loosened position when failure occurred. No material defects were observed on the device features evaluated. Device history review revealed that the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review revealed that there have been no other similar events reported for this manufacturing lot. The investigation concluded that broken screw shaft involving a tibial ankle clamp assembly was caused by an overload in torsion caused by the application of left-handed rotation. No material defects were observed and there is no indication the event is related to a manufacturing issue.

Event description:
A representative from distribution reported that, during the surgery done in (B)(6) hospital, while tightening the tibia, the instrument has been broken. Surgery continued by manually holding the broken instrument. No adverse event has happened.